Manufacturer narrative:
Investigation summary: without a lot number or data for review no further investigation can be performed. Numerous attempts were made to gather information from the customer without success. Customer states discrepancy has resolved. Root cause: insufficient information.source: email.

Event description:
Customer reporting discordant result for sars test. Customer is testing in duplicate and say the sample will test both negative and positive (CT value of >25+). No confirmation testing was performed on the sample. Patient symptomatic status is unknown. Numerous attempts were made to gather more information and further investigate the issue with no success.